Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system and the temperature cable for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
It was reported that the customer was unable to provide the ivtm therapy to the patient using the thermogard xp ivtm system (sn unknown) due to the broken temperature cable. The customer stated that the temperature cable is broken where the cable meets the end. The customer provided no further information. The patient's status information was requested but the customer did not provide a response.